Event description:
The account generated (B)(6) architect hbsag qualitative ii results on a known (B)(6) patient. Initially the patient tested architect hbsag qualitative ii (B)(6) ((B)(6), lot 14074lf00 on (B)(4)). The specimen was repeated with architect hbsag qualitative ii (B)(6) results ((B)(6), lot 11477lf00 on (B)(4)). The specimen was repeated again as it was a known (B)(6) patient with architect hbsag qualitative ii (B)(6) ((B)(6) on (B)(4)). The account changed the reagent lot and recalibrated the i1000sr with architect hbsag qualitative ii (B)(6). No specific patient data was provided. No impact to patient management was reported.

Manufacturer narrative:
This complaint investigation has concluded that architect hbsag qualitative ii reagent 2g22-25 lot 11477lf00 is performing acceptably. No product deficiency was identified and no additional issues were identified during the investigation of this complaint. There is no atypical complaint activity relating to generation of (B)(6) patient results for the likely cause lot and the review of manufacturing and quality records review showed no issues. Testing was not performed as the likely cause reagent lot was expired but a review of on market stability data for reagent lot 11477lf00 up to the expiry date (22 july 2012) shows that all required product specifications continue to be met. The abbott control values for the day of sample testing were within range; however, the customer's positive control (pc) results exhibited a downward shift which was not detected in the levey-jennings report. The downward pc shift from the date of initial calibration ((B)(4) 2012) to the sample test date ((B)(6) 2012) was from (B)(6). In-house stability test data for lot 11477lf00 shows that control values remain stable over time; the investigation team did not observe a similar drop of the pc value. However, the reagent kit was recalibrated before each stability test point. When the abbott field service engineer recalibrated the reagent lot at the customer site the pc values shifted back up. A malfunction was identified as the customer observed (B)(6) results for a confirmed positive sample. The (B)(6) result was generated for a borderline sample. Although the abbott pc value had dropped it was still within the package insert specification, indicating a valid test run and the customer stated that the value was within the laboratory qc 1sd range. However, a review of the customer's levey jennings reports show that the negative control (nc) and positive control (pc) sd settings were higher than expected at 0.42500 and 0.87500. The customer is guided to the hbsag qualitative ii package insert performance section (system reproducibility) which details a 5 day precision study performed per clinical and laboratory standards. The results showed lower sd values of 0.031 and 0.073 for nc and pc respectively. Abbott recommends that customers establish their own values for the expected mean and s.d. Following these guidelines as referenced in the package insert bibliography. If the customer levey jennings specifications for the pc had been more in line with abbot values, the downward qc shift would have been flagged in the report and would have prompted a review of any patient results generated and potentially recalibration. Additionally, the field service engineer completed comparative studies for the customer architect i1000 and i2000 instruments using new 2g22 calibrator and 100 test reagent lots. Both instruments were calibrated and abbott qc and external qc samples were run in order to ensure there are no anomalies in the results generated. The outcome of this testing showed all results were comparable and therefore confirms equivalence between the two instruments.

Manufacturer narrative:
Updated the catalog number from 02g22-35 on initial report to 02g22-25 on follow-up report. An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
This report is being filed on international product architect hbsag qualitative ii, list number 2g22, that has a similar us product distributed in the us, architect hbsag list number 1l80 and architect hbsag qualitative, list number 4p53. (B)(4): no consequences or impact to patient; (B)(4): (B)(6) result. An evaluation is in progress. A followup report will be submitted when the evaluation is complete. Evaluation in progress.